Event description:
It was reported that the pin broke while being removed with a linvatec powerpro three jaw chuck as opposed to the recommended quick release chuck. A 2cm portion of the pin was left in the pt. According to the surgeon, there are no adverse consequences alleged for the pt, and the procedure was completed as planned.

Manufacturer narrative:
Pins not yet received from customer. If pins are received at a later date, a follow up report will be filed. The pin is made of wrought stainless steel (steel 1.444).